Event description:
During cardiac cath of the six month old female with severe congential heart disease, the balloon at the tip of a 5 fr end hole wedge catheter ruptured while in the left ventricle. Co2 gas (approx 3/4cc) escaped the ruptured balloon and was seen on fluroscopy to enter the ascending aorta. The patient then became hypotensive and bradycardiac. She was unresponsive to resusitative efforts. Fluroscopy & echocardigram showed marked biventricular dysfunction cinsistent with infarction, probably due to co2 gas in the coronary arteries. Autopsy showed abnormal coronary arteries with all three major coronary artery branches arising from the same anterior aortic sinus. The balloon on the end hole wedge catheter had been inflated and deflated several times earlier in the case without problemsdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: balloon. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.